Event description:
Info received indicates the pt left control is only working intermittently and there is an error code 30-35.

Manufacturer narrative:
The tech found the left siderail ucm cable and circuit board were shorted.